Event description:
It was reported that the patient presented with an inflatable penile prosthesis (ipp) that was not working properly. A CT scan confirmed air in the pump, cylinders, and tubing. During surgical intervention, the physician withdrew saline from the reservoir and observed the air in the pump and tubing, but was unable to identify the source of the leak. The pump and cylinders were explanted and replaced with new components. There were no patient complications reported.